Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The customer observed detergent crystals on the cells and the rinse station needle was dripping. The field service engineer replaced rinse station tubing and adjusted it. Performance tests were run. Quality controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant creatinine results for four patient samples tested on a cobas 8000 c 701 module. The specific creatinine reagent used was not provided. The first sample initially resulted in a creatinine value of 209 umol/l and it repeated as 85 umol/l. The second sample initially resulted in a creatinine value of 104 umol/l and it repeated as 54 umol/l. The third sample initially resulted in a creatinine value of 221 umol/l and it repeated as 78 umol/l. The fourth sample initially resulted in a creatinine value of 134 umol/l and it repeated as 51 umol/l.